Event description:
This shaver handpiece was returned to conmed linvatec by the user related to ending of a product contract. There was no reported problem associated with the return of the device.

Manufacturer narrative:
Investigation findings: during functional testing of this returned product, the handpiece was found to have the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.